Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.